Event description:
A blood leak is occurring during hemodialysis therapy. No patient injury or medical intervention needed. Pink color was seen in the dialysate side of the dialyzer. The blood leak was confirmed with a positive hemastix. The blood leak alarm did sound. At the ultrafiltration (uf) stations the psi of the water source is 12. The dialyzer has had five reuses. For reuse the dialysis center uses the renatron machine with renalin as the sterilant. Per the nurse at the dialysis center, the biomeds at the facility checked all the pressures with all the equipment and all were found to be ok. Also, the reuse device has had periodic maintenance and was calibrated on schedule. Blood loss for the patient is estimated at between 150cc-175cc. Once the leak occurred the dialysis center only rinsed back the arterial line.

Manufacturer narrative:
Sample analysis: the dialyzer was visually inspected for defects relating to the reported fiber leaks. No visually noticeable defects were found. The dialyzer was then tested for leaks using the manual leak test. The dialyzer experienced a pressure decay of 300.0 mmhg over the 60-second duration of the test. The "manual bubble point test" was then performed. The dialyzer experienced a pressure decay of 300.0 mmhg (over the 30-second duration). Air was observed propagating from the arterial side of the dialyzer. Note that the leak location is within the test strip zone. This complaint was confirmed in the lab for dialyzer fiber leakage, via pressure decay and visual leak testing. Since the leakage was shown to be located in the test strip zone (dialysate ports) the most likely cause for the observed leakage is fiber damage caused by improper test strip insertion. This type fiber damage is consistent with a foreign object, such as a test strip, being inserted through the dialysate port(s). The test strip contains sharp edges, which can cut the fibers and allow for blood leakage during therapy. This type of fiber damage is typically related to use error. Fiber leaks can also be caused by improper water pressure regulation in the reprocessing stations or by foreign matter in the rinsing solutions, but these are remote cases. Renal quality engineering and product surveillance will continue to monitor this product family for adverse trends and will take corrective/preventative actions, as appropriate.